Manufacturer narrative:
The excor cannula extension set (lot no. 00158680) was used on the patient from (B)(6) 2026 until the extension set was exchanged on (B)(6) 2026. The event occurred on 2026-02-20, which is (42 days) after the extension set was placed on the patient. The patient is being supported in an off-label configuration, with excor cannulas and connecting/extension sets to a continuous flow device. We have reviewed the device history record (DHR) of the extension set lot no. 00158680. This product was produced according to our specifications. According to the production records, a total of 6 extension sets with this lot no. Were produced. All the six sets with this lot no. Were distributed in the USA. There are no other complaints associated with this lot number. A detailed investigation report will be provided as soon as it is available.

Event description:
The site contacted berlin heart inc. (Bhi) clinical affairs (ca) on (B)(6) 2026 to report a concern with the excor cannula extension set ø 9/9 mm. The site reported a palpable, "hard bubble" on the outer surface of the inflow extension tubing. No peeling was reported. According to the site, the cause may have been the stub of the zip tie on the other extension set/cannula. Bhi ca recommended that the extension set be excised or changed. Of note, the patient is being supported in an off-label configuration, with excor cannulas and connecting/extension sets to a continuous flow device. Additionally, of note, the site does not use the excor cable ties supplied by berlin heart with the cannula, and it has been addressed numerous times, but they still opt for other cable ties. The patient remained hemodynamically stable throughout. The affected extension set was exchanged on the same day of the event.